Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the device was removed due to a fall in (B)(6) 2017. It was noted that the device was placed in the right hip and the replacement was placed in the left. There were no further complications reported as a result of this event. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Due to (B)(4) harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) that reported the patient had a number of falls for an issue (unrelated to the implanted device). The patient then stated "it was not working anymore" which was why it was removed and another device was placed. It was not returned to the manufacturer for analysis. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.